Event description:
A voluntary medwatch report was filed by a pt. The pt reports undergoing surgery with implantation of the crystalens in both eyes. The pt did not have cataracts. Approx 15 months postoperatively, the pt experienced severe light flashes and underwent 5 surgeries. The pt has been under the care of both retinal and corneal specialists and cornea, and is now blind in her left eye. Add'l info has been requested from the reporter.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.